Event description:
It was reported the physician's tablet, which had been upgraded, was not making noises following successful interrogation or the running of diagnostic exams. It was later reported the operating system was re-installed and the problem was corrected. Attempts for additional relevant information have been unsuccessful to date.